Event description:
It was reported that during a procedure while the surgeon was doing the final tightening for a construct l1-l5 when a ti collar with groove broke in half. The surgeon removed the collar, selected another and completed the procedure. No pieces of the collar were left in the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the manufacturing evaluation revealed the returned device was broken in half at the grooves. Due to the returned condition of the component only a calculated wall thickness was inspected. No other relevant features could be verified; therefore, the evaluation determined the complaint to be indeterminate.

Event description:
This is report 1 of 1 for this complaint (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was received and a complete manufacturing evaluation was conducted. The results of the manufacturing evaluation indicated each process was carried out according to the engineering specifications and work instructions applicable to each department. Equivalent universal spine system (uss) collars from synthes (B)(4) were made available for evaluation in order to rule out manufacturing as being part of the root cause. A product design evaluation was also conducted. This review focused on the interaction of the collar and nut with the mating instruments and their interaction with the side opening implants. A comprehensive review of the design was conducted by an independent industry expert. This review determined that the uss collar could be improved with changes to the way the drawing was specified and tolerances applied. These changes helped to make the part more tightly controlled, while keeping the collar fully within the design envelope. This refined process on new production equipment will mitigate the product design as a root cause for failure. Mechanical testing has shown that this collar is susceptible to fracture within the rod slot at the root of the grooves. Each groove acts as a stress riser within the part and is a likely place from which a crack will propagate. To mitigate this as a potential root cause for failure, the uss collar will be re-released to the u.s. Market. Testing has shown that this collar will not crack under high torsional loads. The overall analysis of the investigation indicated that no root cause could be found for the reported complaint. Several process improvements have been identified and implemented. (B)(4).